Event description:
It was reported that during an alif spinal surgery at l5-s1 while inserting the first screw, the implant cracked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither device nor images were returned.